Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 1013mg/dl. The customer experienced nausea and diarrhea. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found an error alarm after inserting the battery. The customer stated that he has disconnected from the insulin pump since he was released. The caller was concerned that the piston did not move when the trainer attempted to prime. Instructed the customer to hold the activate button down to see if the piston moves, and it did. The caller did not have a tubing clamp to continue testing and requested to have the insulin pump replaced. Advised to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. Scratched lcd window and cracked battery threads noted during visual inspection. Confirmed alarm in alarm history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.